Event description:
It was reported following a coronary angiogram, an angio-seal was used. The patient's groin was normal upon discharge the next day. Forty-eight hours after the angiogram, the patient experienced a painful groin and a soft hematoma was present from the groin to the knee. The next day the patient went to the hospital and a pseudoaneurysm was diagnosed with ultrasound. A thrombin treatment was performed to threat the pseudoaneurysm the next day. The patient was reported to be fine and was discharged later that day.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. No training record was found in the angio-seal database. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.